Manufacturer narrative:
(B)(4). Batch # 801a59. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending. Additional information received: the adjusting knob was tightened to 2/3 and the device was fired. Surgeon¿s comment: firing knob was grasped until the end. It was removed without any problem. The donuts were created properly. The device was used on the sigmoidectomy, so the anastomosis was completed at 3rd anastomosis. There was no change in the procedure. The patient is stable. Batch# of cdh25a is 801a59 0508. No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic pelvic lymph node dissection, para-aortic lymph node dissection, pelvic lymph node procedure, the anastomosis was performed by ecs25a, but leakage occurred at the leak test. The clip was malformed all around the anastomosis site. Additional cut was performed and re-anastomosed by cdh25a, but the leakage occurred at the leak test. The clip was malformed at the side of the anastomosis site. Cdh25b was used to re-anastomosed and complete the case. The surgeon is used to the device, and the surgeon fired the device when the indicator was about 2/3 of the position in the green range, but clip was not formed in b shape at 1st and 2nd firings. The device was used between colon and rectum. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022 d4: batch # 801a59 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.